Event description:
After 2 years of successful cochlear implant use, the patient reportedly fell out of bed and could no longer hear. Using the appropriate diagnostic equipment. It was determined that the device was not functioning according to manufacturer's specifications. Explanation/reimplantable surgery was successfully completed.